Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralight st (device #2) implanted on (B)(6) 2016. An additional emdr was submitted to represent the bard ventralex (device #1) implanted on (B)(6) 2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an bard/davol ventralex (device #1). On (B)(6) 2016: the patient underwent surgery for implant of a bard/davol ventralight st (device #2). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device #2 used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 8 months post implant of ventralight st mesh, patient was diagnosed with fistula, hematoma, purulent discharge, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hematoma and pain as possible complications. Updated fields: a2, a4, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d. 6b (date of explant), e1, e3, g1, g3, g6, h2, h4, h6, h10 this supplemental emdr represents ventralight st mesh (device #3). An additional emdr was submitted to represent xenmatrix (device #2) and a supplemental emdr was submitted to represent mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an bard/davol ventralex (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an bard/davol ventralight st (device #2). As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with incisional umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was completely dissected. A ventralex mesh was placed in the peritoneal cavity and secured circumferentially with sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the explant of ventralex mesh (device #1). Per operative notes, ¿the old ventralex mesh was removed in its entirety. There was a recurrent umbilical hernia defect, elected to repair this primarily. The fascia seprafilm was placed over the abdominal contents and sutured.¿ on (B)(6) 2015 - patient was diagnosed with fascial dehiscence thereby underwent open repair with the implant of xenmatrix mesh (device #2). Per operative notes, ¿the defect at the periumbilical region was too large and therefore placed a xenmatrix biologic mesh in an underlay fashion and tacked circumferentially with sutures.¿ on (B)(6) 2015 - patient was diagnosed with abdominal wall abscess thereby underwent drainage of abdominal wall abscess. On (B)(6) 2015 - patient was diagnosed with abdominal wound infection thereby underwent abdominal wound debridement and vac placement. Also, prescribed with medications for pain control. On (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia and hypertrophic abdominal wound scar thereby underwent open adhesiolysis and excision of hypertrophic fascial and dermal scar. Per operative notes, ¿the dermal scar was excised. The fascia was very thickened where the biological mesh had been placed and there was edema and inflammatory changes present. Adhesions were completely cleared and the fascia was re-approximated with sutures." On (B)(6) 2015 - patient was diagnosed with abdominal pain and infected wound with abscess thereby underwent wound exploration with drainage of abscess. On (B)(6) 2016 - patient was diagnosed with recurrent abdominal wall abscess thereby underwent excisional debridement of abdominal wall abscess. On (B)(6) 2016 - patient was diagnosed with chronic recurring abdominal pain secondary to multiple incisional hernias thereby underwent laparoscopic repair with extensive adhesiolysis and implant of ventralight st mesh (device #3). Per operative notes, ¿once the anterior abdominal wall had been completely cleared of adhesions, a ventralight st mesh was placed into the abdominal cavity and secured with securestrap device.¿ on (B)(6) 2016 - patient was diagnosed with wound hematoma thereby underwent incision with evacuation of hematoma and placement of drain. On (B)(6) 2017 - patient was diagnosed with fistula and excision of mesh. (The op note was not provided in the medical records) on (B)(6) 2017 - patient was diagnosed with infected mesh thereby underwent incision and drainage of anterior abdominal wall with removal of foreign body. Per operative notes, ¿some retained sutures were removed and there was a collection of purulence that was drained. Then, closed some of the scar tissue together using sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of vicryl mesh. Per operative notes, ¿after dissection of dense scar tissues, a vicryl mesh was placed in an onlay fashion, and this was run up either side of the defect, anchoring it into available scar tissue and sutured." Attorney alleged that the patient had abscess, adhesions, fistulae, infection, pain, hernia recurrence and emotional injuries.